Event description:
The customer reported via phone call that they had blood at site from inserting their cannula. The customer stated, they did not receive no delivery alarms on their insulin pump. The customer also reported their blood glucose rising to 400 mg/dl. Customer treated their blood glucose with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.